Event description:
User facility medwatch report # (B)(4) received that states: provider was using a perclose device in patient's left groin for a percutaneous endovascular aaa (abdominal aortic aneurysm) repair. He informed staff that he couldn't remove one of the devices from the artery, he needs to do a cut down to remove device and complete surgery. Per provider, the "legs" on the perclose didn't go down like they were supposed to when deployed making removal of the device impossible. Cut down performed to remove the device and finish surgery. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch - report # (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9/h3 - device available for evaluation updated from 'yes' to 'no'.

Event description:
User facility medwatch report (# (B)(4)) received that states: provider was using a perclose device in patient's left groin for a percutaneous endovascular aaa (abdominal aortic aneurysm) repair. He informed staff that he couldn't remove one of the devices from the artery, he needs to do a cut down to remove device and complete surgery. Per provider, the "legs" on the perclose didn't go down like they were supposed to when deployed making removal of the device impossible. Cut down performed to remove the device and finish surgery. Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after deployment of the proglide, the feet would not go down. The device could not be removed. The vessel was incised and the device was removed. The evar procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.